Manufacturer narrative:
The device was implanted and will not return for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to clip movement. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2022 the patient presented with degenerative mitral regurgitation (mr), flail/chordal rupture, with myxomatous/barlow¿s valve, an enlarged left atrium. One mitraclip was implanted at the a2p2, reducing the mr to grade 2+. On (B)(6) 2022, excessive clip movement was noted with the implanted clip, with slightly worsening mr. As treatment, on (B)(6) 2022, another mitraclip was successfully implanted, reducing the mt to mild. Reportedly, this was not a device malfunction. The event required additional hospitalization. No additional information was provided regrading this issue.

Event description:
Subsequent to the previous report, the additional information was updated/corrected:the index procedure was performed on (B)(6) 2022, not 09/29/2022 as previously reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) appears to be due to the clip movement. The cause of the reported migration (partial clip movement) appears to be due to challenging patient anatomy (leaflet flail, barlow¿s valve, enlarged left atrium). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5, b6: index procedure date updated to (B)(6) 2022. D6a: implant date updated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported medication required was a result of case-specific circumstances. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on 10/10/2023,, during the one-year follow-up, severe mitral regurgitation (mr) was noted. Medication was provided and the patient will continue to be monitored. The event did not require hospitalization. Per physician, the event was possibly related to the index procedure mitraclip.